Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was critical pump error and keypad was unresponsive. Customer reported that insulin pump display was frozen. The customer's blood glucose value was 200 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the interior of the unit, there was corrosion and mold on electrical board particularly around the battery connectors, and on both the keypad and force sensor cables. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received has a crack on the battery tube at the side of the left belt clip rail. There's also a horizontal crack in the battery threads just underneath the top of the case. Finally the middle keypad button is cracked.